Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture/pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a 375cc mentor memorygel breast implant experienced right sided rupture post procedure. The rupture was accompanied by pain and smaller implant appearance. As a result, replacement with a new 375cc mentor memorygel breast implant was performed on (B)(6) 2020.

Manufacturer narrative:
Additional information was received on august 18, 2020. In addition to the rupture reported initially, baker grade iii capsular contracture was present. Swelling, tightness, and discomfort accompanied the capsular contracture. The presence of a seroma as well as intracapsular rupture was suspected through ultrasound. The presence of a seroma was confirmed during explant. Pathology of the right capsule demonstrate inflammation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on (B)(6) 2020. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected. Unfortunately, after a thorough analysis we were unable to confirm the reported event. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. A seroma is a build-up of fluid around the implant. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment manufacturer¿s reference number: (B)(4).